Event description:
It was reported that an ilet user experienced hyperglycemia, with a reported blood glucose of 211 mg/dl persisting for a few hours while the pump displayed that it was delivering insulin and showed 4 units of insulin on board, and no occlusion or other alerts were reported. Symptoms included no acute clinical effects. Outcomes included no use of backup therapy, no ketone testing, and no medical intervention or hospitalization. Investigation included troubleshooting and education provided by customer care regarding algorithm activity and guidance to monitor and consider an infusion set change if levels did not decline. Investigation of this case revealed no device alarms or hardware malfunctions reported and no confirmable device component failure. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.